Event description:
Philips issued a medical device correction notice for: upc/sku: b07kgrk51l 04/03/2020, 113-0404427-1331462 - philips heartstart home AED defibrillator with slim carry case and adult AED training pads cartridge. They are telling me to purchase additional pad cartridges for my machine because they were made with a defect. Why doesn't the manufacturer have to replace defective parts at no charge to the consumer? I find it upsetting I spent (B)(6) to have a home defibrillator in my home to protect myself in case of an emergency and now I have to spend (B)(6) to replace the defective pads. How are they allowed use a product safety recall to generate more money for themselves? FDA safety report ID # (B)(4).